Event description:
It was reported that during a coronary artery bypass graft procedure, the tip of the device got chipped during use. Another device was used to complete the case. The piece did not fall into the pt. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 11/03/2008. Info anticipated, but unavailable at this time.